Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.

Event description:
Healthcare professional reported "rupture" via MRI. This is for the left side. The device has been explanted, replaced and discarded.

Manufacturer narrative:
Clarification to h11: DHR summary not included in previous medwatch. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 1607901: - 622340: no complaint against the device. Device not returned to device analysis. -667361: lump/nodule. Device not returned to device analysis. - 851034: autoimmune/connective tissue - symptoms of. Device not returned to device analysis. - 856438: cancelled. -925814: raynauds phenomenon - ndr. Device not returned to device analysis. - 949089: lump/nodule. Device not returned to device analysis. The search criteria of these queries are mentioned on qpp07-01- 004-her1-g02 wording guidelines for complaint investigation closure 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event (a0412 material rupture).

Event description:
Healthcare professional reported "rupture" via MRI. This is for the left side. The device has been explanted, replaced and discarded.